Event description:
Lasik with the nidek ec5000 aside from known complications caused a difficult-to-describe, severe loss of vision quality in ordinary daytime indoor and outdoor lighting in anything less than bright daylight, and at night including severe dry eyes, monocular diplopia in some lighting conditions (both eyes), ghosting, haze, glare, halos, starbursts, floaters, blur, fuzz, and visual aberrations-distortions occurring in both 2 and 3 dimensions, contrast sensitivity reduction, chronic and intermittent pain (eyelids and eye) at different times, treated by restasis, and loss of quality of life so severe that the loss adversely effects stream of consciousness (see psychological literature) every single day and every single night. Vision problems are increasingly worse at distance than nearby, and see rays of light extending upwards. Eyes both suffered a permanent injury that will never heal completely. Pt was told it would heal in a matter days. If pt's current dr cannot observe the abnormalities, then all the observable complications that occurred along the way, including striae, must have resolved to the point where they no longer affect vision. There were no mechanical problems, device failures or unpredicted problems, everything was a standard ordinary lasik according to the surgeon. However, pt is thinking about their eyes and vision constantly. Pt wasn't even told which light to look at. Pt asks if this is contrary to the manufcturer's directions (telling the pt the correct color or blinking light to look at). There is a study indicating that greater than 1.5 diopters of irregular astigmatism can cause diplopia, but pt's dr cannot find objective evidence of those abnormalities in pt's eyes. Pt paid for someone who sat on the FDA panel that reviewed these lasers and he cannot fix it. Pt asks why lasik has itself without any observable complications effected them and how had such a severe adverse effect on the rest of their life and thereby their family. Pt's dr cannot find the objective evidence of those abnormalities even after he looked at everything there is to look at. The tests results are consistent with people we see who've had lasik and are happy with it and who do not have the difficulty pt is having. Before lasik pt had about 5 diopters of myopia and about 1 to 1.5 diopters of astigmatism, which is considered moderately nearsighted, with better than 20/20 bcva (20/15) and excellent vision quality in both eyes. Pt had the safest procedure possible at the time according to the center. They didn't mind wearing eyeglasses and safety was pt's main concern. Pt's current doctor offered to do further lasik on pt's better nearsighted eye, but how can pt risk their better eye when their worse eye has lost vision from an unk cause? If people are so severly injured that they require "humanitarian" aid and even that can't fix it in some cases (ladarvision has a humanitarian device approval) but even that con't fix pt's problems and all the devices available today capable of detecting coma, trefoil, and other types of higher order aberrations aren't sufficient to allow a dr, who sits on the FDA's ophthalmic devices panel, to observe the cause of a severe loss of vision quality. Pt asks how can the FDA and the ophthalmic devices panel in all honesty refer to something as safe to use. Pt asks if dr indicated lasik is known to cause these problems, then can they not be observed because they occur so commonly, and the severity of the effect and resulting suffering varies depending on some other unk factors. 1. The shape of the eye was flattened when it is naturally prolate egg shaped. This is known to cause higher order abberrations. 2. The ablation (the cut made by the laser) may not be centered on the visual axis in many cases causing the vision correction to not be centered. Pt asks if the newer devices provide more margin of error by centering on the visual axis instead of the pupil itself. 3. The size and shape of the final ablation zone is not large enough in many cases due to a number of factors including pupil size, healing, the taper zone and nonsymmetrical ablation shape in cases of pre-existing astigmatism; pupil size and the ablation zone in laser refractive surgery: considerations based on geometric optics, j cataract refract surg. 2003 oct.: 1924. 4. Class iii lasers like the ec5000 have long been known to routinely cause irregular astigmatism that can and does ruin people's vision and their lives. It's now known that other class iii medical devices have better results. 5. Are there other known factors that can cause severe unobservable problems in some individuals like poor corneal healing even at the cellular level or dry eyes? Are these types of problems reported to the FDA as adverse events or even listed as "complications" in the research used to approve these devices? Do over half of all people who have lasik permanently lose some vision? According to pt, lasik commonly causes increased rms error, loss of contrast sensitivity, and other vision quality problems caused by these class iii most dangerous devices. Additional complications pt had that where ruled out by their dr as the cause of the vision problem, dlk, scar tissue, overturned flap, flap melt missing a piece of cornea, epithelial defect (>1), irregular astigmatism, flattened cornea (shape of the cornea was changed from prolate to oblate), restasis for inflammation, possibly caused by flap melt, the uvc light from laser causing radiation burn, immune reaction to be flap, or metal fragments stuck in eye.